Manufacturer narrative:
(B)(4). Customer will not return the alleged deficient product, since customer refused to provide contact information for new product replacement; customer stated will call back later. Most likely underlying root cause of malfunction: strip issue. Manufacturer made follow up phone calls, unable to contact customer by the phone number on caller ID.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer name and address requested, but not provided. The customer reported symptoms of tiredness on (B)(6) 2016. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results and reported symptoms. Customer received blood glucose test results of hi on (B)(6) 2016 and 328 mg/dl on (B)(6) 016. Test strip lot# and meter serial # requested but not provided by customer.